Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's right shoulder arthroplasty was revised due to disassociation.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history record review indicates the devices were manufactured to specifications. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The definite root cause cannot be determined with the information provided. A definite root cause cannot be determined with the information provided.